Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the vendor's investigation. The product identity was confirmed. The complaint is that the implant did not fit. The design vendor conducted an investigation into the complaint; they concluded, "the most underlying cause could potentially be that this floating bone was never removed by the surgeon causing the improper fit of the implant. Therefore, no evidence has been found during the review of the design to indicate that the vendor's process caused incorrect manufacture of the implant for this case." Investigation results concluded that the reported event was due to inadequate removal of bone fragments. The implant dimensional analysis scan performed on the implant as part of the finished part inspection process were reviewed. The scans determined that both the first choice and back up implants were manufactured according to design requirements provided by the customer and met all acceptance requirements. There are no indications of manufacturing defects. The instructions for use for this product states in the section titled warnings/precautions: the patient must be advised of surgical risks and the possible adverse effects. This device has been designed to fit the defect existing at the time of the CT scan and implant fabrication. Changes in the patient¿s anatomy occurring after the CT scan as well as the use of the implant after such changes may result in a suboptimal fit within the defect. 1. Improper selection, placement, positioning, and fixation of the htrò polymer implant can cause a subsequent undesirable result. The surgeon is to be familiar with the implant and the surgical procedure prior to performing surgery. 2. Intraoperative shaping and sizing of the implant can be critical to the cosmetic success of the procedure, as improper shape and size can result in a noticeable undesirable prominence or possible disfigurement at or near the implant site. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: MFR #0001032347-2017-00774-1.

Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00774.

Event description:
It was reported the surgeon had fitting problems with the patient matched implant. The bone edge was exposed as usual, however, the implant occipital stuck out for approximately 0.5 centimeters. Even though the surgeon tried to fit the implant several times, however he was unable to resolve the fitting issue. The sales associate stated the bone removal form was followed and to his knowledge the surgeon did not try to burr or modify the implant. The surgery was completed using a handmade bone cement plastic instead. The event resulted in a fifteen minute delay. Further shunt surgeries are planned.